Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a motor stall and the stall never recovered. The pump was subsequently replaced and would be returned. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse baclofen (unknown). No patient symptoms or event outcome were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The device met specification. The device system delivered baclofen with a dose of 2 ,000 g/ml at a dose of 600.8 g/day. Conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The representative later reported that the patient did not have a magnetic resonance imaging scan (MRI) and no electromagnetic interference (emi) was present. The logs were read and confirmed a motor stall but the logs were not printed and were not available at the center. When asked if the representative could check if the patient had any symptoms the reply was "no". Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.